Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/provided photos found the inner sterile pouch has broken apart into pieces. Evaluation of the outer sterile pouch found no damage. Sterility has not been breached. The DHR was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event can be attributed to the supplied sterile inner pouch. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the circulator opened the sterile packaging, there was a very large hole in the inner wrap that housed the distal femoral pegs. When the scrub tech attempted to take out the sterile pegs, the pegs fell through the large hole and onto the or floor. There was no consequences or impact to the patient.